Manufacturer narrative:
(B)(4):the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6), 2014.according to the complainant, during the procedure, the distal tip of the jagwire guidewire detached inside the patient exposing the tip of the metal corewire. The detached fragment was left in the pancreatic duct as the physician thinks that it will pass naturally. The procedure was completed with a new jagwire guidewire.mild pancreatitis was reported as a result of this event. However, the patient¿s condition is currently stable after a week of medication.